Event description:
Procedure: wedge resection. Reportedly, when the device was fired to the peripheral lung, staples were not formed. To fix the tissue, the incision was extended. There was not report of injury to the patient.